Event description:
It was reported that approx six months after implantation of a vena cava filter, a detached limb was discovered in the pt's lung. The filter was successfully retrieved; however, there were no attempts to remove the detached limb. There was no reported pt injury.

Manufacturer narrative:
A review of the device history records was not performed as the lot number was not provided. The device was not returned. Images were not provided. The complaint investigation is inconclusive for the reported filter limb detachment. Based upon the available info the definitive root cause for this event is unk.

Manufacturer narrative:
A detached limb was discovered in the pt's lung. The filter was successfully retrieved, however, there were no attempts to remove the detached limb. There was no know impact or consequence to pt after further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a serious injury pursuant to 21 cfr part 803.